Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "surgeon called to report that patient had presented with a report of a fall and he was admitted. On x-ray exam he had one of the trio connectors (left l4) disconnected from the screw shank. The rod was still through the ball ring but the connector (small upgrade) was posterior to the pedicle screw shank. Patient was revised on (B)(6) 2010 and connector was confirmed to be posterior to the pedicle screw. Surgeon confirmed connector was slightly loose on the rod. Both connector on that side was replaced with the same size connectors and the rod was replaced with the same size rod as well."